Manufacturer narrative:
The tech isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.

Event description:
Information received indicates during a preventive maintenance check, the tech found that the ground resistance reading was out of normal range.